Event description:
It was reported that this patient had blood oozing out of the insertable cardiac monitor (icm) device implant site. The patient returned to the clinic and the implanting investigator assessed the implant site. Upon assessment sutures were applied and the implant site was redressed. It was provided this action did not result in the patient being admitted to the hospital. It was noted the patient is on blood thinner medication. The device remains in-service. There were no additional adverse patient effects reported.